Manufacturer narrative:
Approximately 91 cm of the peritoneal catheter was returned. The returned catheter was patent. However, it did not meet the requirements for leak testing due to a tear observed at the 2 cm from the proximal end. The catheter met the requirements for the tensile strength and elongation tests. The instructions for use that accompany the device cautions that low tear strength is a characteristic of most unreinforced silicone elastomer materials, and that care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks, or tears. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the catheter was found to be ruptured during implantation. According to the report, there was no injury to the patient.